Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent a knee replacement procedure . The post-surgery x-rays revealed a foreign body in the lateral side of the patient's knee. It appeared to be a missing part of the cutting guide used during the procedure. The patient was operated again for removal of the foreign body. The surgery was unsuccessful and subsequently the fractured piece of the reported instrument remains in the patient's knee.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. Scratches observed on the main body indicate repeated use of the returned instrument. The instrument could have been in use for up to 5 years and 11 months. The colour coded plug has separated from its original position in the cutting guide. Loctite glue was used to lock the colour coded plug and the pin in place. The routine usage and multiple reprocessing cycles weakened the loctite bonding between the parts allowing the pin to become loose from the device and fall out, subsequently the colour coded plug has also fallen out of the device. In november 2018 the design drawing was updated with the requirement to weld the pin in place (cn10861). The root cause: inadequate fixation of the pin. Device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent a knee replacement procedure . The post-surgery x-rays revealed a foreign body in the lateral side of the patient's knee. It appeared to be a missing part of the cutting guide used during the procedure. The patient was operated again for removal of the foreign body. The surgery was unsuccessful and subsequently the fractured piece of the reported instrument remains in the patient's knee.